Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical,inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse did an initial inspection show c-34 errors in logs and upon test firing both monopolar did not work with m-0b-125 and m-0b-121 errors. Fse replaced the erbe, test drove system, and verified as ready for use. Both monopolar ports now working normally. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci assisted hysterectomy benign surgical procedure, the monopolar was not working on the erbe integrated electrosurgical unit (iesu). Prior to calling technical support, the customer swapped out instrument cords, instrument and change monopolar ports, still the error c-34 persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer hard power cycle the erbe and error persisted. The customer continued using bipolar energy only. The customer decided to swap out the vision side cart (vsc) with cart sk4166 due to the no monopolar power issue. The customer swapped out grounding pad and still no monopolar power but the grounding pad was green the whole time. The surgeon needed both energies to complete the procedure. Originally the customer was going to try and use the erbe only from the other vsc. But the tse informed that it would not work and that the customer needed to swap out the whole vision cart. The tse verified both vsc's at the same software level. The procedure was aborted to another da vinci system with no reported injury.